Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the overtemperature alarm went off prior to patient use. There was no harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 27-aug-2024. Investigation summary: the affected device was returned for evaluation. The device was run for 1 hour; no sign of the device going into overtemperature. The customer's problem was not confirmed, and no root cause could be determined. Performed functional testing and the device passed all tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.